Manufacturer narrative:
Intervention required is no longer applicable to the event upon further review. Serious injury is no longer applicable to the event upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the event had not resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
The date of event is exact.

Event description:
Information received via a healthcare professional reported the patient had increased and terrible dyskinesia and pain. Diagnostic methods included the patient reporting the event (B)(6) 2016. Interventions involved the nurse having the patient turn off the deep brain stimulation (dbs) over the phone. After a minute, the dyskinesia had decreased. The managing doctor was consulted, who had advised, via email, for the patient to turn the dbs on a low setting, 0.3 volts. The next day the dyskinesia was reduced and by (B)(6) 2016, the dyskinesia was well controlled. Etiology was reported as related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent programming/interrogation had occurred (B)(6) 2016. The outcome was resolved without sequelae. It was indicated the event had resulted in medical or surgical intervention to prevent a life threatening illness, injury, or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.